Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00218-00. The date of that submission was 21-may-2025. Three photos of the device were provided for analysis. Based on the photos, the failure mode ¿a0282 - leaking¿ was possibly confirmed. However, a full evaluation could not be performed because the sample was not received. If the sample is later received, the case can be reopened for further inspection. A review of the device history record (DHR) showed that all inspections were completed with no issues found during manufacturing.

Event description:
It was reported that there was leakage of parenteral fluid from the outflow. The event took place during infusion at the central point of the cassette that connects to the infusion pump. There was patient involvement, there was no harm/event reported, the problem was fixed by interrupting the therapy.